Event description:
The report received from the affiliate indicated that during an ipsilateral approach to the left sfa, the distal end of the britetip csi was caught on the vessel wall and could not be inserted into the vessel. The device was changed to a competitor product and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. The returned product was found to be have a crack extending through the entire wall thickness of the distal tip. The fracture surfaces exhibited uneven edges and patterns of ripping on both edges of the failure.

Manufacturer narrative:
The complaint received states that during an invasive procedure the britetip csi had insertion difficulty and on inspection the distal tip was frayed/split/torn. The report received from the affiliate indicated that during an ipsilateral approach to the left sfa, the distal end of the britetip csi was caught on the vessel wall and could not be inserted into the vessel. The device was changed to a competitor product and the procedure was completed without any other problems. There was no adverse event and the patient is in stable condition. The returned product was found to have a crack extending through the entire wall thickness of the distal tip. One non-sterile 6f catheter sheath introducer was received coiled inside a plastic bag. Observed on the tip of the cannula was a crack damaged extending through the whole wall of the tip. No additional anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Per (B)(4), an attempt was made to fully insert a vessel dilator 6f (lab sample) into the cannula, and the vessel dilator passed without difficulty through the whole cannula. The result of sem analysis is the crack had propagated entirely through the wall thickness of the tip. The fracture surfaces exhibit edges that are uneven and present patterns of ripping on both edges of the failure. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no typical characteristics of this type of damage were observed. Failure reported by the customer was confirmed. The brite tip sheath was damaged. The exact cause of this cracking could not be conclusively determined. Controls are in place to prevent this type of failure from leaving the facility, refer to manufacturing work instruction (B)(4). No corrective action will be taken at this time, given that there is no indication that the reported issue could be related to the manufacturing process. The failure reported by the customer was confirmed. The brite tip sheath was damaged. The exact cause of this cracking could not be conclusively determined. Controls are in place to prevent this type of failure from leaving the facility, refer to manufacturing work instruction (B)(4). No corrective action will be taken at this time, given that there is no indication that the reported issue could be related to the manufacturing process. Review of the limited information suggests that procedural factors may have contributed to the confirmed failure.